Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) and reported that the patient was admitted to an emergency room (ER) with dka on (B)(6) 2012. Through a review of the pump, a low battery alarm had occurred on (B)(6) 2012, at 11:11 pm. However, there was no evidence of a prime in the pump's history to reveal that the patient had completed a battery change at that time. A full rewind, load, an prime was completed on (B)(6) 2012, at 6:30 am. The bolus history revealed that no boluses were programmed or delivered on (B)(6) 2012. The tdd also confirmed that no boluses were delivered that day. Through additional troubleshooting, a leakage was observed at the luer connection when the reporter attempted to prime into the air. No insulin had come out of the tubing. The anm representative involved in this contact noted that there was no evidence of a mechanical problem with the pump. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for dka. However, the patient's injury can be attributed to possible user-error related to battery replacement considering no primes were recorded and no boluses were delivered the day prior to the elevated bg event.

Manufacturer narrative:
(B)(4): the basal history from (B)(4) 2012 showed a 0.0 unit basal program from 08:51 to 10:24 and from 16:24 to 18:18. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.